Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that there is blockage in the valve.

Manufacturer narrative:
Corrected data: age or date of birth, weight, height: 63cm. Investigation: optical inspection: first step of our investigation is the optical inspection. The visual inspection showed a deformation on the membrane. The measurement of the plan parallelism has shown that the valve with 0,0720 mm is clearly out of the accepted tolerance (tolerance +/-+ 0,02 mm). Permeability test: to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The test results that the valve was not permeable. Adjustment test: our adjustment tests are carried out with the standard prosa adjustment and measurement tools and check mate as well. The valve is adjusted from 0 up to 40 cmh2o in steps of 4 cmh2o and down again in the same way. It was found out that it was possible to adjust the valve in all pressure settings. Braking force and brake function test: to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. In case of the prosa valve, the brake force test has shown that the braking force was inside the expected specification. Result: in the visual inspection of the prosa valve we could has detect any deformations on the membrane. The measurement of the parallelism confirmed a deformation of the housing membrane. In the further course of investigation, we carried out a permeability test. The investigation has resulted that the valve was permeable. It was possible to adjust the valve from 0 up to 40 cmh2o and down again in the same way in steps of 4 cmh2o. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the braking force was inside the expected specification. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage1 we decided to dismantle the valves. Within the prosa valve, we found only slight deposits or substance of protein. Based on our investigation we cannot confirm the blockage. Nevertheless, we suspect that the deposits inside the valve could have caused the presumed blockage in the past. At the time of delivery, there is no failure detectable with the valve. Further actions: no further actions are required from our point of view.